Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v li-ion battery (serial number: (B)(6) not illuminating the fuel gauge when the button was pressed was confirmed. The 14v battery returned in unremarkable physical condition. It was noted that the fuel gauge would intermittently not activate when the button was pressed, confirming the reported event. The 14v battery passed all other functional testing without issue. The battery was opened, and the internal components were inspected, and it was found that the fuel gauge button was damaged, causing the reported event. The switch was replaced, and the issue resolved. The root cause of the fuel gauge not illuminating was determined to be due to a damaged fuel gauge button. The root cause of the damaged button was not able to be determined via this investigation. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the batteries and battery clips. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Inspection data was reviewed for the 14 v battery (serial number: (B)(6) was reviewed, revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the light did not illuminate even when battery indicator button was pressed. A battery replacement was performed.